Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 157 mg/dl. It was stated that insulin squirted out during the priming process. The insulin pump was reportedly neither bumped, dropped, or exposed to water prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap appeared normal. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.